Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had exposed to fluid. Exposure occurred during jumped into pool. Customer states a constant tone was occurring. The customer¿s blood glucose level was 139 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement tests or verify no delivery alarm due to blank display. No audio/beep anomaly noted.